Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was noted to have piece of the blade that broke in the patient. A backup instrument of the same kind was used, however after five minutes of use, customer encountered an alarm message saying that there was a blade fault and asking to replace the instrument. Customer opened a third instrument which worked without incident. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected before use, and it passed. The surgical task in progress when the problem occurred was a liver resection. The instrument did not collide with another instrument or tool during the procedure. The incident involved a fragment falling into the patient's anatomy, and the fragment was successfully recovered during the same procedure. The patient was not injured as a result of the problem. The problem led to a delay of less than 15 minutes. There are no photos or videos of the procedure available for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece measuring approximately 2.1mm x 10.60 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h10/h11 for follow-up information.